Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 445 mg/dl. Reportedly, insulin took longer than expected to be seen exiting the tubing when performing fill tubing. Reportedly, there may have been an air gap in the tubing. Customer delivered a bolus and administered manual injections to address elevated bg levels.